Event description:
It was reported patient underwent an unknown procedure on (B)(6) 2014. During the procedure, a drill bit fractured in the patient. The fractured fragment was removed.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; PMA/510(k) number; manufacture date ¿ unknown.